Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient's ipg location had moved causing discomfort. It was also noted that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's ipg location had moved causing discomfort. It was also noted that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.